Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent laparoscopic cholecystectomy with intraoperative cholangiogram and lysis of adhesions on an unk date during which the surgeon noted massive abdominal adhesions with particularly dense adhesions surrounding the gallbladder. It was reported that the patient experienced sever pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information was provided.